Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Air removal the tandem pump user guide instructs the user to remove any residual air from the cartridge. Air removal: the tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the user failed to remove any residual air from the cartridge. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 240 mg/dl. It was also reported that a cartridge did not fit onto the pump. Customer reloaded the cartridge to resolve the issue.